Event description:
Primary plum set was prepared for amiodarone drip. It was noted that the tubing, starting from below the filter to the end of the line that reaches the patient seemed to have foreign material present (light brown looking particles).